Event description:
Dealer is stating that the latch housing on the right side is not locking in place.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.